Event description:
Event description cpi received information that this implantable pulse generator (ipg) had an abnormal increase in atrial lead impedance measurements. Appropriate impedances were found in unipolar mode.